Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported failed downstream occlusion test which was not reproduced. The device was tested for proper downstream occlusion detection and passed. Event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h6 method: code of 4109 not applicable. Correction h6 result: code of 114 replaced with 213. Correction h6 conclusion: code of 4315 replaced with 67. Additional information b5: customer clarified that the device failed downstream occlusion testing with a range that was over the passing values (high psi). Correction h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the reported failed downstream occlusion test which was further clarified by the customer: "failed at a range that was over the passing values (high psi)". The issue was not reproduced. The device was tested for proper downstream occlusion detection and passed. No causality was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.